Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil in the left pelvis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, varicose vein, chronic pain, sleep apnea, pain in hip, cough, nasal congestion, dysmenorrhea, ovarian cyst, neck pain and abdominoplasty. Concurrent conditions included uterine leiomyoma. Concomitant products included allopurinol (elavil) from (B)(6) 2017 to (B)(6) 2018, fluticasone from (B)(6) 2017, gabapentin since (B)(6) 2015, hydroxyzine from (B)(6) 2017, hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel) from (B)(6) 2018, ibuprofen since (B)(6) 2008, levonorgestrel (mirena), mometasone furoate (elocon) from (B)(6) 2017 to (B)(6) 2018 and riboflavin from (B)(6) 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), anxiety ("psych injury / anxiety") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal discharge, vaginal infection, urinary tract disorder, anxiety and depression outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain ,dysmennorhea (cramping), general abnormal bleeding, urinary problems, vaginal discharge. Discrepancy noted in essure insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion; on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case the following ones were confirmed in the patient's medical records : menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil in the left pelvis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, varicose vein, chronic pain, sleep apnea, pain in hip, cough, nasal congestion, dysmenorrhea, ovarian cyst, neck pain and abdominoplasty. Concomitant products included allopurinol (elavil) from (B)(6) 2017 to (B)(6) 2018, fluticasone from (B)(6) 2017 to (B)(6) 2017, gabapentin since (B)(6) 2015, hydroxyzine from (B)(6) 2017, hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel) from (B)(6) 2018, ibuprofen since (B)(6) 2008, levonorgestrel (mirena), mometasone furoate (elocon) from (B)(6) 2017 to (B)(6) 2018 and riboflavin from (B)(6) 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), anxiety ("psych injury / anxiety") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal discharge, vaginal infection, urinary tract disorder, anxiety and depression outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain ,dysmennorhea (cramping), general abnormal bleeding, urinary problems, vaginal discharge discrepancy noted in essure insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion; on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received: essure removal date and surgery were added. Outcome of event pelvic pain was changed from unknown to recovering/resolving. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil in the left pelvis') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, varicose vein, chronic pain, sleep apnea, pain in hip, cough, nasal congestion, dysmenorrhea, ovarian cyst, neck pain and abdominoplasty. Concomitant products included allopurinol (elavil) from (B)(6) 2017 to (B)(6) 2018, fluticasone from (B)(6) 2017 to (B)(6) 2017, gabapentin since (B)(6) 2015, hydroxyzine from (B)(6) 2017 to (B)(6) 2017, hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel) from (B)(6) 2018 to (B)(6) 2018, ibuprofen since (B)(6) 2008, levonorgestrel (mirena), mometasone furoate (elocon) from (B)(6) 2017 to (B)(6) 2018 and riboflavin from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), anxiety ("psych injury/anxiety") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and urinary tract disorder ("urinary problems"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal discharge, vaginal infection, urinary tract disorder, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, dysmennorhea (cramping), general abnormal bleeding, urinary problems, vaginal discharge discrepancy noted in essure insertion date: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2006: total bilateral occlusion; on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs received: new events-" vaginal bleeding, menorrhagia, dyspareunia, depression, migraine and essure coil in the left pelvis"added, new reporters, patient demographic details, medical history, concomitant medication and event psych injury updated to anxiety. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil in the left pelvis / migration') and device expulsion ('expulsion of essure device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, varicose vein, chronic pain, sleep apnea, pain in hip, cough, nasal congestion, dysmenorrhea, ovarian cyst, neck pain and abdominoplasty. Concurrent conditions included uterine leiomyoma, back pain, shoulder pain, pain ankle, pain in hip, vulval pruritus, rash, urinary frequency, allergic rhinitis, fibromyalgia, allergic rhinitis and vaginal discharge. Concomitant products included allopurinol (elavil) from (B)(6) 2017 to (B)(6) 2018, fluticasone from (B)(6) 2017 to (B)(6) 2017, gabapentin since (B)(6) 2015, hydroxyzine from (B)(6) 2017 to (B)(6) 2017, hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel) from (B)(6) 2018 to (B)(6) 2018, ibuprofen since (B)(6) 2008, levonorgestrel (mirena), mometasone furoate (elocon) from (B)(6) 2017 to (B)(6) 2018 and riboflavin from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), anxiety ("psych injury / anxiety"), depression ("depression"), urticaria ("rashes or skin conditions type: urticaria") and migraine ("migraines / headaches"). In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), the first episode of urinary tract disorder ("urinary problems"), vulvovaginal candidiasis ("candidal vaginosis"), bladder disorder ("bladder / urinary"), the second episode of urinary tract disorder ("bladder / urinary") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder and the last episode of urinary tract disorder had resolved and the device expulsion, genital haemorrhage, vaginal haemorrhage, vaginal discharge, vaginal infection, anxiety, depression, urticaria, migraine, vulvovaginal candidiasis and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, the first episode of urinary tract disorder and the second episode of urinary tract disorder to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain ,dysmennorhea (cramping), general abnormal bleeding, urinary problems, vaginal discharge discrepancy noted in essure insertion date: (B)(6) 2008, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion; on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case the following ones were confirmed in the patient's medical records : menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: plaintiff fact sheet received. Events added from pfs- rashes or skin conditions type: urticaria, migraines / headaches, expulsion of essure device. Onset date of event vaginal infection, vaginal haemorrhage, menorrhagia, vaginal discharge, dysmenorrhoea, dyspareunia, depression, anxiety were updated. On 5-may-2020: plaintiff fact sheet received. Events added from pfs- candidal vaginosis, bladder / urinary, post removal complication-yes. Outcome of event pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, device dislocation were updated. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.